Manufacturer narrative:
The customer¿s report of a channel error during transport was confirmed in the syringe module device logs. There were no anomalies observed with the received suspect syringe module. The syringe module error log shows a channel error code 13-1033-149 occurred at 12:16:56 pm on (B)(6) 2016. The root cause of the channel error during transport was identified as software related.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during transport, norepinephrine 0.032 mg/ml in a 60 ml bd syringe, programmed using the ¿picu greater than (B)(6)¿ profile, was infusing at 0.15 mcg/kg/min (5.63 ml/hr). The device alarmed for an unspecified channel error and the channel shut off. The patient became hypotensive and fluid resuscitation was provided while a new syringe module was obtained and the infusion was restarted. The patient¿s blood pressure stabilized. No other information about the event was provided.